Event description:
It was reported that the li61aor intraocular lens was inserted and removed intraoperatively from the pt's left eye due to surgeon report of "unstable chamber". Additional information has been requested, but no additional information has been received by b+l to date. Please reference MDR# 1119279-2012-00168 for the intraocular lens.

Manufacturer narrative:
The delivery device has been returned to b+l and is currently under evaluation. Results will be submitted to the FDA in a supplemental report.